Event description:
The customer reported that the device experienced a lack of antipulsation during use. After restarting the device, the antipulsation functioned normally, and there was no harm to the patient. The customer has been informed to replace the device.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.